Manufacturer narrative:
Since the tip cover accessory will not be returning for evaluation, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received.

Event description:
It was reported that during a da vinci si prostatectomy arcing from the monopolar curved scissors (mcs) instrument with the tip cover accessory installed was observed. Examination of the tip cover accessory by the surgical staff found that the tip cover had a hole. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. The hospital indicated that the affected tip cover will not be returned for evaluation.